Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ablation, the tip of antennas broke off and left inside the patient's cavity. Tip was removed surgically same time and date as incident with a patient undergone a CT scan to locate the broken piece.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ablation, the tip of antennas broke off and left inside the patient's cavity. Tip was removed surgically same time and date as incident with a patient undergone CT scan to locate the broken piece. Replaced with new similar antenna and it worked fine which completed the procedure.